Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was that the patient¿s implantable neurostimulator (ins) needed to be replaced. It was reported that the issue was battery depletion, which was noted as normal. The ins was replaced. No symptoms associated with the eventwere noted. The patient did not require hospitalization due to the event.

Event description:
It was reported the patient fell and hit his head 'right where the electrode was' the week prior to report. The patient had lost his balance while getting out of a chair and fell. The day of report the patient had gone to an exercise class and seemed fine, but when he was getting of the car later he froze. It was noted the patient's blood pressure had been "really low." The reporter had contacted the patient's health care provider (hcp) and was looking to get the stimulator checked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 748295, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748295, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 64002, lot# n295691, implanted: (B)(6) 2011, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2004, product type lead; (B)(4).